Manufacturer narrative:
No product has been returned for investigation nor were radiographs provided to confirm the reported event. Labeling review: "...notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." "...insert the ipsilateral implant. Once the implant is in its final orientation, ensure the "medial" and "lateral" markings on the inserter are in the proper orientation..." "...interbodies are designed to be placed in a far lateral position..." No product returned for evaluation

Event description:
On (B)(6) 2018, a patient underwent a posterior lumbar interbody fusion procedure at l4/5 levels. The left cage was placed without any reported problems. Reportedly, while the right cage was being placed it was hammered in and the direction changed making the left cage collapse and pushed forward. The vertebral endplates of l4 and l5 levels were damaged. The migrated cage was removed and replaced with a coroent li.